Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Event description:
Medtronic received information that several hours after the implant of this transcatheter bioprosthetic valve, ventricular fibrillation was noted for 30 minutes. High grade atrio-ventricular (av) node dysfunction with variable second and third degree av block with symptomatic bradycardia was noted. Subsequently, a permanent pacemaker was implanted ten days later. Nineteen days after the implant, the patient died due to ventricular fibrillation arrest while at home. There is no allegation that the device or the procedure caused or contributed to the death.